Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the observation of a damaged lead tip, a deformed (compressed) helix housing/helix and a damaged drug collar. This damages may have been a result of handling damage. The reported electrode-end damage allegation was confirmed. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix was observed to be extended further than normal once the product packaged was opened. Multiple attempts to retract but did not result in a satisfactory retraction of the helix. The physician was unsure of implanting the the lead and requested for a new lead. This rv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix was observed to be extended further than normal once the product packaged was opened. Multiple attempts to retract but did not result in a satisfactory retraction of the helix. The physician was unsure of implanting the lead and requested for a new lead. This rv lead was never in service. No adverse patient effects were reported.